Event description:
It was reported that the user struck the ilet pump, the screen bezel separated, and the device housing opened such that internal components were visible, consistent with a loss of or failure to bond of the display assembly. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with mechanical separation and a component-level issue involving the display, aligning with a loss of or failure to bond. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.